Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their meter displays "pc" before or after inserting a test strip into the meter and was unable to test their blood glucose. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed on (B)(6) 2010: the reported issue began on (B)(6) 2010 at around 12:30-1:00 pm. Approximately 27 hours later, he developed symptoms of feeling shaky and sweaty. He ate more food/drink. The patient did not seek any medical attention or contact their physician for assistance. The patient denied any misuse of the product. This is not the first time the product is being used. The alleged issue was not resolved and product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how long symptoms lasted. The complaint is being reported since the patient was unable to test due to the reported issue and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
A 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.